Event description:
It was reported the intraocular lens (iol) was explanted without injury or complication. Reason stated was the improper iol power brought on by the patient's hyperopia with astigmatism.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 21.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.